Event description:
It was reported via repair work order that the nurse call system may not have functioned as the cable was pulled out of the connector. It was also reported that the footend lift was stuck upright due to a stripped coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.